Event description:
An eye care practitioner reported an unspecified consumer experienced an infectious corneal ulcer associated with wear of night & day contact lenses. History of smoking and of frequenting smoky environments. Practitioner attributed event with pt lifestyle and habits. Multiple requests have been made for further details, however, no additional info has been made available.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as a possible infectious corneal ulcer." As there was no product returned or lot info provided, no detailed investigation can be performed.